Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient had high blood glucose but not hospitalized. Customer's blood glucose was 429 mg/dl. The customer was advised to seek medical attention and call back to troubleshoot. The customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. The customer was inquired if would like to stop now and contact their health care provider or if they wish to proceed. The customer's mother said ok and disconnect the call.